Manufacturer narrative:
(B)(4). Additional method code: device history record (DHR) of the lot shows that the right material and components were used and that the instrument meets all specifications. All working steps are documented. The damage is not manufacturing related. Nevertheless, as preventive action, a stronger rivet was used at the jaw, since (B)(6) 2015 to prevent breakages. Complaint instrument 544965t20, lot p1300355 was received in (B)(4) on (B)(4) 2015 and forwarded to the supplier for further investigation. The rivet of the jaw is broken. Supplier reported on the 04th of august 2015 that they received instrument 544965t20, lot p1300355 for investigation. The rivet of the jaw is broken and the insert deformed. The instrument has been repaired before and updated to the new design. It was delivered to tfx in may 2013. Root cause is overstressing of the instrument during use.

Event description:
Alleged event: it was reported that a screw was missing after use on the patient. No xray or other intervention was performed; the screw has not been found. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: it was reported that a screw was missing after use on the patient. No xray or other intervention was performed; the screw has not been found. The patient's condition was reported as fine.